Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes >1400 ohms bipolar impedance and lead fracture as seen on fluoroscopy.